Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Root cause has been identified as the root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient underwent an initial left metal on metal total hip arthroplasty. According to information provided, the patient was later found to have elevated metal ion levels and a large acetabular osteolytic defect. Due to these findings, the patient underwent revision surgery approximately 11 years and 7 months post implantation where only head was explanted. Following revision surgery, the patient received antibiotic treatment for staphylococcus infection through (B)(6) of 2021. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). B3. Date of event: between (B)(6) 2021. D10. Unknown magnum cup item# unknown lot# unknown. Unknown taperloc stem item# unknown lot# unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.